Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during the preparation of the clip delivery system (cds) after the opening of the clip after the final arm angle, one of the gripper arms could not be lowered (it stayed up at the shaft). After trying to lower the grippers 3 times without any success (one gripper still stayed up at the shaft) it was decided to not use this cds. This device was not used in the patient. Another cds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported gripper actuation issue (inability to lower one gripper arm) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.